Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the surgeon was pulling the specimen through the abdominal wall, a piece of the device broke off in the patient. The piece and the specimen were retrieved from the patient. It is unknown how the procedure was completed and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # unk lot # p4ra8n the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis results of the pouch found that only the bag and suture were received for analysis. In addition, the tyvek was returned along with the instrument. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: 1) remove the instrument, specimen bag, and trocar together from the access site (do not pull the slip knot). 2) remove the instrument from the trocar, following by the specimen bag with the trocar. 3) remove the instrument, trocar and specimen bag separately from the access site. 4) if the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal.